Event description:
Customer reports to have received a motor error alarm. Customer reports that insulin pump was dropped and that he went through scanner at airport. Customer's blood glucose was 35 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test were not performed due to motor error alarms. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.